Event description:
Toward the end of an interventional procedure (aneurysm coiling), the balloon ruptured. Embolization coil migrated to a distal small vessel. Attempt at retrieval was unsuccessful. The vessel clotted off. The md felt it was safer to leave it in, then to try and remove.